Event description:
This device object of this MDR report was found operating in standby mode. After device re-initialisation, an abnormal battery impedance was displayed. Day after, normal device operation were observed with test, and displayed battery impedance was normal.

Manufacturer narrative:
(B)(4), this event concerns a device that was manufactured and used outside the united states. Analysis is pending.